Manufacturer narrative:
It was reported to intuvie that the infusion pump failed the ground resistance test, measuring 0.272 ohms. The passing specification for the ground resistance test is less than 0.1 ohm. A review of the device's serial number history revealed no similar complaints. The reported failure mode was confirmed, and the probable cause was determined to be a component failure. The power filter was replaced, after which the device functioned as intended and passed the ground resistance test at 0.010 ohm. Reference to complaint#: (B)(4).

Event description:
It was reported to intuvie that the infusion pump failed the ground resistance test at 0.272ohm. The passing specification for the ground resistance test is < 0.1ohm. No patient involvement was reported.